Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas module was replaced to resolve the reported issue.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient injury.